Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead had low impedance and a lead insulation breach. The right ventricular (rv) lead had high thresholds and a lead insulation breach.  It was noted the extraction was difficult and the patients blood pressure dropped. The proximal portion of the ra and rv lead were removed and the leads were capped. A leadless implantable pulse generator (ipg) was used to replace the ipg system. No patient complications have been reported as a result of this event.